Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead, brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt mentioned the battery works but in the last couple of years they had 10 falls, the wires on their hip is not working correctly because the leads came up from their back around their ears and up to their forehead. The device was implanted to the patient's hip and they had the battery checked on. Pt said today they got much better help than yesterday because nobody can figure out what they are talking about and patient was sent to the heart department 3 times, pt also almost had a problem with their heart yesterday. Pt stated they were not given notice long enough to find another doctor and when they found another doctor they didn't work on the situation that the patient has. Pt said the battery inside their body was changed to boston scientific but they have this manufacturer's leads. Patient said they already had the battery check. Agent reviewed info. Agent sent a physician listings and set an expectation that its not guarantee that they will help the patient since they have a boston scientific implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative. A phone call was made to the patient, the patient's husband said the patient was at work and but they can answer questions on the patient's behalf. The caller confirmed the leads are mdt leads but the ipg is boston. Patient had fallen last year, couple of times. The boston reps said to contact mdt because the boston device likely didn't move. So the patient called mdt to see if anyone could check the lead from mdt. The patient's husband said the only device info he has is model sc1132, serial (B)(6), which turned out to be boston model # and serial #. The patient did meet with a hcp but they work with boston scientific devices, so they are still looking for a doctor. Patient's husband said to send the patient a letter so that when they have more information, they can fill it and send it back with any additional information and lead serial numbers.